Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra smart meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient claimed she took an increased dose of medication, 5 units of novolog insulin, as a result of the alleged product issue. The specific blood glucose reading upon which the patient increased her insulin dose was not provided. The patient claimed to feel sweaty after the product issue. She claimed an ER health care professional (hcp) treated her with IV glucose. The patient said the reported meter read 146 mg/dl compared to a lab result of 90 mg/dl obtained within 10 minutes of each other. This reading comparison was apparently conducted while the patient was in the ER. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The cca noted that the patient cleaned the puncture site incorrectly, which can contribute to inaccurate readings. The patient's products were replaced. This complaint is reported because the patient alleges that she took an increased dose of insulin based on an inaccurately high reading on the lfs product. She claims that afterward she experienced sweating and was treated with IV glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.